Event description:
It was reported that the camera head had horizontal stripe on the image. It occurred during preparation for use before an unknown therapeutic surgery. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation results. The device was returned to olympus for inspection and the reported failure was confirmed. Device evaluation found cable malfunction, reported issue was reproduced. Based on investigation findings, the reported issue was confirmed and found to be due to cable failure attributed to component failure. A definitive root cause of cable failure could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had horizontal stripe on the image. It occurred during preparation for use before an unknown therapeutic surgery. The procedure was completed using a similar device. There were no reports of patient harm.